Manufacturer narrative:
The insulin pump had button error alarmed due to corroded at up arrow button on keypad trace.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 136 mg/dl at the time of incident. The insulin pump was returned for analysis.